Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device remains implanted.

Event description:
The sales associate reported closure tops have loosened in the patient, but have remained implanted. The loose closure tops were discovered on (B)(6) 2016 with an x-ray. The handles were returned for evaluation. It was reported the patient is doing fine. There are no plans for a revision.